Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon removal of a sensor two years ago (approximately (B)(6) of 2010), patient noticed the sensor wire protruding from the insertion site. Patient removed the wire from her skin. After removal, patient reported developing a rash at the insertion site. Patient consulted with her endocrinologist, and was prescribed an antibiotic. Patient reported that her site healed after a week and a half. At the time of the call to technical support, the patient reported that she is in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.